Event description:
Ten years postoperatively, the pt decreased coumadin. Subsequently, the pt's inr level dropped below therapeutic levels (1.22 upon admission). The pt's heart rhythm went into atrial fibrillation; the pt had an embolism, and experienced right arm and right leg weakness. It was reported the pt's condition has not improved. The surgeon did not have any concerns regarding the valve's performance and the device remains implanted.